Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that this pacemaker device reached explant indicator. The field representative asked about change out window on device that reached explant. Boston scientific technical services then discussed that the explant indicator was reached on the tenth of (B)(6) 2020 and created technical services requests to confirm the ninety days change out window. However, the technical services called the field representative back and discussed that the battery diagnostic data indicates that the power consumption of this device had been increasing for over a year and that the device was consuming more power consumption and was expected to continue to increase. This pacemaker device was explanted. No additional adverse patient effects were reported.